Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced dizzy spells and a dropping heart rate. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.